Event description:
During the implant procedure, while positioning the right ventricular (rv) lead, the impedance was high. Several lead positioning attempts were made, but the impedance remained high. The lead was removed and replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. X-ray examination revealed that the inner coil was over-torqued at the connector region which is consistent with that occurring at the time of attempted implant.